Manufacturer narrative:
This device was thoroughly inspected and analyzed in our post market quality assurance laboratory. Interrogation of the device found it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory revealed the device was in safety core due to a double bit memory error. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
Boston scientific received information this device did not pass all required testing in order to be released for distribution. The device was transferred to the quality assurance laboratory for detailed analysis.